Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit received with unresponsive keypad. Unable to perform displacement test and self test. Unresponsive buttons noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome no crease on the up button. Unable to successfully download using thump software. Test p-cap and reservoir locked properly into reservoir compartment during testing. Electronics were transformed into a test case to obtain software version. The following were noted during visual inspection: flattened dome (no crease), cracked keypad overlay, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion, customer concern for keypad unresponsive button was confirmed during analysis and was due to a flattened keypad dome. Battery cap damage was confirmed due to missing metal stake and contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.